Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper cartridge handling, reloaded same cartridge with assistance, delivered test bolus as instructed, and ultimately declined to load new cartridge due to being at work, choosing to continue using current cartridge and follow up with technical support if needed.